Event description:
Healthcare professional (hcp) reports one incident of a pt reaction with the psn 210 dialyzer. It was reported that this was the pt's first exposure to the psn membrane and that pt has been on dialysis for 3 months. During treatment the pt complained of itching. Treatment was stopped and blood was returned to the pt with no reported blood loss. The pt was administered monopril, caco3, amitriptyline, ranitidine, metoprolol, docusate, diovan, apap, mvi, folic acid and zocor (routes and doses unknown). The pt has dialyzed subsequently with the f70nr membrane without further incident.